Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Patient code: no code available (3191) was used to capture limb asymmetry, joint instability and device revision or replacement.

Event description:
After review of medical records, the patient was revised to address recurrent anterior instability. Periprosthetic bone loss from inflammatory metallosis left hip and acquired leg length inequality, left leg shorter than right and metal corrosion. Revision notes reported that there was also unfortunately found to be a large area along the posterior portion of the femoral component extending from the proximal metaphysis and then extending around the trochanter where there was also metallosis. But there was some degree of bone loss anterior and there was a little bit of bone loss found to be just along the medial portion. The patient was already having issues with premature wear. Doi: (B)(6) 2007 - dor: (B)(6) 2018 (left hip). Revision notes indicated that the stem was found to be in good condition without evidence of metallic corrosion. Surgeon was going to try to utilize a ceramic +9 head on a poly, but after inspecting the head, there were a couple of surface abrasion. Due to the irregularities of having issues with premature wear, the ceramic head was removed and replaced with a cobalt chrome head. Doe: oct 30, 2018

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely, to have been the result of a device failing to meet required specifications. The information received, will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.